Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor pad was not adhering properly and the level sensor module reported an alarm. The device was not changed out and the user finished the surgery with the level sensor pad. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This event occurred in four consecutive cases. Three other events are reported on the following medwatch reports: MDR# 1828100-2012-01249, 01251, 01252.